Event description:
The device was used during a laparoscopic cholecystectomy procedure. The gasket fell into the pt. The gasket was retrieved from the pt. There was no pt consequence.

Manufacturer narrative:
Device was not returned for eval.